Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6). (B)(4).

Event description:
It was reported that the battery door of the external pulse generator would stick. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery door of the external pulse generator would stick. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the battery door would stick, it was attributed to the battery release being contaminated. Analysis also found the upper and lower cases and ring cover broken, one case screw missing, the battery contacts compressed and contaminated, the battery drawer damaged and the keyboard scratched. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.